Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged occurred on (B)(6) 2011 at approximately 8:30pm. The patient reported blood glucose results of "278, 70, 200, 375 and 175mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly manages his diabetes with novolog insulin and is a self adjuster. He reported that approximately 10 minutes after testing, he administered 6u of novolog insulin in response to the alleged inaccurate results and claimed he developed symptoms of "shaking, dizziness and sweating" approximately 30 minutes later. It is not known if the patient received any medical intervention and he denied testing on another device. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.